Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo retract* ii 10mm instrument opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition was confirmed due to a broken clevis. Replication of the reported condition may occur as a result of the instrument being forced beyond the indicated use due to applying excessive stress over the clevis. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that no x-ray was performed to locate this missing piece.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during use in a nephrectomy, the device broke apart into four pieces at the connection between the shaft and metal part. The broken pieces fell into the cavity and only three of the four parts were retrieved immediately. The procedure was completed without locating the last one. Another device was used to complete the procedure. The current status of the patient has been requested but not yet received.